Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the unspecified bd infusion set had connection issues. The following information was provided by the initial reporter: an rn entered the patient's room to find the tacrolimus IV tubing disconnected from bd phaseal n-35 injector. Approximately 5ml of medication was found on the floor. The rn contained and cleaned the spill. The covering provider was notified. Per nursing note: "pt's tacro tubing became disconnected at the site of IV tubing and the chemo safety chemo connection. Pharmacy mixed a new bag. Purple lumen cap changed and new bag of tacro and it's tubing changed and started immediately upon its arrival" additional information received from the customer: could you please provide the material & lot number of the IV tubing that was involved in this event? Unknown describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm resulted, as pharmacy mixed a new bag of tacro, purple lumen of central line was changed, new phaseal connector and new tubing was obtained to complete the treatment. In the medsun form mentioned that the date of the event as ¿dec-2025¿. Could you please specify the exact date when the reported issue happened? December 30, 2025 any physical sample available for investigation? No, it was discarded have you confirmed that the connections were properly secured? Per the unit¿s review of the event, all connections were properly secured. Were there any deformities? None noted what kind of drug was used? Tacrolimus 2.5mg in 250ml ns kindly provide the exact location of leakage. Per nursing note, ¿pt's tacro tubing became disconnected at the site of IV tubing and the chemo safety chemo connector.¿ if pump was being used, kindly provide the rate of infusion. 10.63ml/hr have you replaced the defective injector and successfully completed the medication procedure? Yes, it was replaced and treatment was completed.